Manufacturer narrative:
(B)(4). Date sent: 04/04/2016. Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: how was the leak diagnosed? Patient presented back to the hospital. How was the leak addressed? Reoperated. What is the current patient status? Patient is fully recovered. Sales rep noted the surgeon usually uses white load but due to inflammation of tissue, used blue load on this case.

Event description:
It was reported that after a laparoscopic appendectomy procedure, patient presented three weeks post-op with stump leak. Patient had ovarian cyst and other complications so surgeon is not directly relating leak with staple line failure but account recently switched to ethicon staplers so it could be a factor. Nothing unusual occurred intra-op. Surgeon usually uses white load but due to inflammation of tissue, used blue load on this case.